Manufacturer narrative:
The subject device with serial number (B)(4) was received and evaluated . Device evaluation found the beak was cracked. No additional defect/damage was noted. The reported issue was confirmed. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Company representative sent a repair request reported with an issue of "inner sheath damaged, broken tip". The issue occurred during reprocessing. There is no patient involvement associated on this reported event. No harm was reported, no user injury reported due to the event.

Manufacturer narrative:
This supplemental report is being submitted to inform the updates/correction on h10 from initial report information. This complaint device inner sheath unit received for evaluation and was evaluated is a lot control device and therefore the serial number (B)(6) noted in h10 on the initial report is not a valid serial number on this complaint. This (B)(6) is a service order number by default when the device is received. The evaluation performed was under the lot number ha. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to user mishandling during device reprocessing. Potential damage to the distal tip is addressed in the device IFU (instructions for use, rev 99-1033_fk). The IFU states, "study this manual and other labeling thoroughly for safe handling, storage and usage, including instructions for all generators and accessories... Failure to properly follow the instructions, warnings, and cautions may lead to serious surgical consequences or injury to the patient. Misuse of instruments can cause injury to the patient and could have an adverse effect on the procedure being performed. Do not drop instruments, or allow them to be struck by other objects." (Warnings#1, page 4); " do not use an instrument that fails to meet the criteria stated in the labeling or that has been damaged. Damage may result in the loss of the entire ceramic tip or fragments of the ceramic tip. If there is evidence of charring, burn spots, chips or cracks in the ceramic tip or surrounding area, do not use." (Warnings#3, page 4) olympus will continue to monitor field performance for this device.